Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain (persistent and severe) / pain / persistent pain'), metal poisoning ('blood poisonousness in the body') and burns third degree ('burns(3rd degree burns)') in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not used birth control or contraception at any time following your essure placement procedure" in 2014 and device ineffective "device ineffective" in 2014. The patient's medical history included depression, anxiety, gravida ii and parity 2 on (B)(6) 2008, on (B)(6) 2006). Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included diarrhea. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage ("excessive bleeding/clots"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain (persistent and severe)"), dizziness ("dizziness"), dyspareunia ("painful intercourse"), cystitis ("persistent bladder infections") and dehydration ("dehydration"). In april 2011, the patient experienced vomiting ("vomiting"), fatigue ("fatigue") and syncope ("syncope"). In 2011, the patient experienced dysgeusia ("metal taste") and pain ("various body pain"). In 2013, the patient experienced migraine ("migraines(persistent and severe)") and alopecia ("hair loss"). In 2014, the patient experienced abortion spontaneous ("miscarriage"), gastrooesophageal reflux disease ("gerd/acid reflux"), depression ("depression"), headache ("head pain"), nausea ("nausea") and menstruation irregular ("menstrual cycle was irregular") and was found to have a pregnancy with contraceptive device ("miscarriage"). In 2015, the patient experienced musculoskeletal chest pain ("rib pain (persistent and severe)"). On an unknown date, the patient experienced metal poisoning (seriousness criterion medically significant), burns third degree (seriousness criterion medically significant), anxiety ("mental anguish/anxiety"), abdominal distension ("bloating"), injury ("injury"), emotional distress ("suffering") and chest pain ("chest pain going down left side arm feels really heavy on chest"). The patient was treated with ibuprofen, omeprazole, ondansetron, ranitidine hydrochloride (zantac), tramadol, surgery (essure removal (hysterectomy) on (B)(6) 2015) and drinking fluids. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain upper, dizziness, vomiting, dyspareunia, cystitis, dehydration, fatigue, syncope, abdominal distension, dysgeusia, migraine, musculoskeletal chest pain, alopecia and pain was resolving, the abortion spontaneous, pregnancy with contraceptive device, metal poisoning, burns third degree, anxiety, depression, headache, nausea, injury, emotional distress, menstruation irregular and chest pain outcome was unknown and the gastrooesophageal reflux disease had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain upper, abortion spontaneous, alopecia, anxiety, burns third degree, chest pain, cystitis, dehydration, depression, dizziness, dysgeusia, dyspareunia, emotional distress, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, injury, menstruation irregular, metal poisoning, migraine, musculoskeletal chest pain, nausea, pain, pelvic pain, pregnancy with contraceptive device, syncope and vomiting to be related to essure. The reporter commented: she did not claim that she was allergic to nickel or any other component of essure/hypersensitivity reaction to nickel or any other component of essure. Excessive bleeding/clots (2008/2011). She had not sought medical treatment: bloating, metal taste, and hair loss. Reason for treatment: anxiety, depression, persistent pain ( 2008-2017). In 2013, she suspected injury was essure related : stomach pain and dizziness, excessive bleeding, persistent bladder infections, dehydration, bloating, metal taste, and hair loss, clots fatigue, vomiting, and syncope, various body pains, painful intercourse and pelvic pain, migraines, gerd and acid reflux, rib pain. Patient underwent essure removal (hysterectomy) and had a tubal ligation. Her symptoms related to essure improved, however she experience ongoing symptoms related to her gerd and acid reflux. Diagnostic results: pelvic exams. Hsg (hysterosalpingogram) test in jun-2008. Current weight: 135; approximate weight at the time of essure placement: 110. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2020: quality safety evaluation of ptc. On 20-mar-2020: social media received- reporters were added. No new clinical information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain (persistent and severe), metal poisoning ('blood poisonousness in the body') and burns third degree in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not used birth control or contraception at any time following your essure placement procedure" in 2014 and device ineffective "device ineffective" in 2014. The patient's medical history included depression, anxiety, gravida ii and parity 2 (B)(6). Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included diarrhea. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage ("excessive bleeding/clots"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain (persistent and severe)"), dizziness, dyspareunia ("painful intercourse"), cystitis ("persistent bladder infections") and dehydration. In (B)(6) 2011, the patient experienced vomiting, fatigue and syncope. In 2011, the patient experienced dysgeusia ("metal taste") and pain ("various body pain"). In 2013, the patient experienced migraine (persistent and severe)") and alopecia ("hair loss"). In 2014, the patient experienced abortion spontaneous ("miscarriage"), gastrooesophageal reflux disease ("gerd/acid reflux"), depression, headache, nausea and menstruation irregular and was found to have a pregnancy with contraceptive device ("miscarriage"). In 2015, the patient experienced musculoskeletal chest pain ("rib pain (persistent and severe)"). On an unknown date, the patient experienced metal poisoning (seriousness criterion medically significant), burns third degree (seriousness criterion medically significant), anxiety ("mental anguish/anxiety"), abdominal distension ("bloating"), injury, emotional distress ("suffering") and chest pain ("chest pain going down left side arm feels really heavy on chest"). The patient was treated with ibuprofen, omeprazole, ondansetron, ranitidine hydrochloride (zantac), tramadol, surgery (essure removal (hysterectomy) on (B)(6) 2015) and drinking fluids. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain upper, dizziness, vomiting, dyspareunia, cystitis, dehydration, fatigue, syncope, abdominal distension, dysgeusia, migraine, musculoskeletal chest pain, alopecia and pain was resolving, the abortion spontaneous, pregnancy with contraceptive device, metal poisoning, burns third degree, anxiety, depression, headache, nausea, injury, emotional distress, menstruation irregular and chest pain outcome was unknown and the gastrooesophageal reflux disease had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain upper, abortion spontaneous, alopecia, anxiety, burns third degree, chest pain, cystitis, dehydration, depression, dizziness, dysgeusia, dyspareunia, emotional distress, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, injury, menstruation irregular, metal poisoning, migraine, musculoskeletal chest pain, nausea, pain, pelvic pain, pregnancy with contraceptive device, syncope and vomiting to be related to essure. The reporter commented: she did not claim that she was allergic to nickel or any other component of essure/hypersensitivity reaction to nickel or any other component of essure. Excessive bleeding/clots (2008/2011). She had not sought medical treatment: bloating, metal taste, and hair loss. Reason for treatment: anxiety, depression, persistent pain ( 2008-2017). In 2013, she suspected injury was essure related : stomach pain and dizziness, excessive bleeding, persistent bladder infections, dehydration, bloating, metal taste, and hair loss, clots fatigue, vomiting, and syncope, various body pains, painful intercourse and pelvic pain, migraines, gerd and acid reflux, rib pain. Patient underwent essure removal (hysterectomy) and had a tubal ligation. Her symptoms related to essure improved, however she experience ongoing symptoms related to her gerd and acid reflux. Diagnostic results: pelvic exams. Hsg (hysterosalpingogram) test in (B)(6) 2008. Current weight: b)(6); approximate weight at the time of essure placement: (B)(6). Most recent follow-up information incorporated above includes: on (B)(4) 2020: social media received. Event added- chest pain going down left side arm feels really heavy on chest. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (persistent and severe) / pain / persistent pain"), genital haemorrhage ("excessive bleeding/clots"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("miscarriage"), metal poisoning ("blood poisonousness in the body") and burns third degree ("burns(3rd degree burns)") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2014. The patient's past medical history included depression, anxiety, gravida ii and parity 2 ((B)(6) 2008, (B)(6) 2006). Previously administered products included for an unreported indication: depo-provera in 2008. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain (persistent and severe)"), dizziness ("dizziness"), dyspareunia ("painful intercourse"), cystitis ("persistent bladder infections") and dehydration ("dehydration"). In (B)(6) 2011, the patient experienced vomiting ("vomiting"), fatigue ("fatigue") and syncope ("syncope"). In 2011, the patient experienced dysgeusia ("metal taste") and pain ("various body pain"). In 2013, the patient experienced migraine ("migraines(persistent and severe)") and alopecia ("hair loss"). In 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), gastrooesophageal reflux disease ("gerd/acid reflux"), depression ("depression"), headache ("head pain"), nausea ("nausea"), menstruation irregular ("menstrual cycle was irregular") and treatment noncompliance ("did not used birth control or contraception at any time following your essure placement procedure"). In 2015, the patient experienced musculoskeletal chest pain ("rib pain (persistent and severe)"). On an unknown date, the patient experienced metal poisoning (seriousness criterion medically significant), burns third degree (seriousness criterion medically significant), anxiety ("mental anguish/anxiety"), abdominal distension ("bloating"), injury ("injury") and emotional distress ("suffering"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with tramadol, omeprazole, ibuprofen, ranitidine hydrochloride (zantac), ondansetron and surgery (essure removal (hysterectomy) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain upper, dizziness, vomiting, dyspareunia, cystitis, dehydration, fatigue, syncope, abdominal distension, dysgeusia, migraine, musculoskeletal chest pain, alopecia and pain was resolving, the abortion spontaneous, pregnancy with contraceptive device, metal poisoning, burns third degree, anxiety, depression, headache, nausea, injury, emotional distress, menstruation irregular and treatment noncompliance outcome was unknown and the gastrooesophageal reflux disease had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain upper, abortion spontaneous, alopecia, anxiety, burns third degree, cystitis, dehydration, depression, dizziness, dysgeusia, dyspareunia, emotional distress, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, injury, menstruation irregular, metal poisoning, migraine, musculoskeletal chest pain, nausea, pain, pelvic pain, pregnancy with contraceptive device, syncope, treatment noncompliance and vomiting to be related to essure. The reporter commented: she did not claim that she was allergic to nickel or any other component of essure/ hypersensitivity reaction to nickel or any other component of essure. Excessive bleeding/clots (2008/2011). She had not sought medical treatment: bloating, metal taste, and hair loss. Reason for treatment: anxiety, depression, persistent pain ( (B)(6) 2008). In 2013, she suspected injury was essure related : stomach pain and dizziness, excessive bleeding, persistent bladder infections, dehydration, bloating, metal taste, and hair loss, clots fatigue, vomiting, and syncope, various body pains, painful intercourse and pelvic pain, migraines, gerd and acid reflux, rib pain. Patient underwent essure removal (hysterectomy) and had a tubal ligation. Her symptoms related to essure improved, however she experience ongoing symptoms related to her gerd and acid reflux. Diagnostic results: -pelvic exams. Hsg (hysterosalpingogram) test in (B)(6) 2008. Current weight: (B)(6); approximate weight at the time of essure placement: 110. Most recent follow-up information incorporated above includes: on (B)(6) 2017: case medically confirmed and upgraded to incident. Patient information, historical condition, medications; lab data; essure indication, insertion and removal dates added. Event ¿severe and permanent injuries¿ was updated to: excessive bleeding/clots; stomach pain; dizziness; dehydration, pelvic pain; painful intercourse; bladder infections; fatigue; vomiting; syncope; bloating; metal taste; body pain; migraines; hair loss; gerd; rib pain; mental anguish/anxiety; head pain; depression, nausea; miscarriage; burns; injury, suffering and blood poisonousness; did not used birth control or contraception at any time following essure placement procedure; menstrual cycle irregular. Essure legal manufacture has changed from bayer healthcare, llc, and (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.